Event description:
It was reported, the light source had lamp malfunctions. The light source was burning through lamps prematurely. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the investigation results, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this was found to be a duplicate of an event already reported in manufacturer report number 3002808148-2024-10364 (patient identifier (B)(6)). Refer to that report for all relevant information on the event.